Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. The patient experienced inaccurate cgm values which occurred an unspecific day after the sensor had been inserted in the arm. Date of event is an approximation. On (B)(6) 2024, the patient experienced hyperglycemia and hypoglycemia unawareness. The patient did not provide exact dates or further information when serious adverse event happened; however, the patient mentioned that he always goes to the hospital emergency room to have himself checked since he cannot tell or feel if he has high or low blood sugar. The patient reported that his health care provider advised against calibrating the cgm. Every time the patient gets low and high readings from his sensor, the patient was unable to check if the cgm readings accurate or not since the patient was unable to prick himself to confirm the readings. The patient¿s endocrinologist was the one who always performed the fingerstick to measure patient¿s bg. The patient did not have enough test strips to check his own blood sugar manually. The patient did not provide the length of time that he would visit the hospital. At an unspecified time, the cgm was documented as low, and the bg was documented at 600 mg/dl. At the time of the report, the patient was fine. On (B)(6) 2024, follow up attempts were made by technical support to contact the patient for more details about the events, but it was not successful. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.